Event description:
During a pta/stenting treatment procedure, the express biliary ld premounted stent dislodged from the delivery device. Unsuccessful attempts were made to cross the celiac artery lesion. Upon attempted removal of the device, the stent dislodgement occurred. The stent was successfully removed from the pt using a snare. Another stent was successfully implanted. No pt injuries or complications were reported. The pt's status was reported as 'fine'.